Manufacturer narrative:
(B)(4). 6/30/2025. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204 d4: batch # unk b3: only event year known: 2023 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Additional information was requested, and the following was obtained: were the issues mentioned related to any ees device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No further information will be provided because we can¿t get any additional information from the author. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: the effectiveness of fish-mouth suture of pancreatic stump for pancreatic leakage by shuriken shaped umbilicoplasty method in laparoscopic distal pancreatectomy. Author(s): yoshinobu sato, a. Obana , t. Matsumura , t. Suwa. Citation: surg endosc (2023). The aim of this study is to identify which is better technique for pancreatic transection & closure; linear stapler or fish-mouth closure. 20 patients who underwent laparoscopic dp between may 2019 to oct 2021 was included in this retrospective study. 10 patients were from transect/w stapler using echelon flex and 10 patients were from transect/ fish-mouth closure. Reported complication: postoperative pancreatic fistula (popf) (n-3). Psudocyst (n-5). Conclusions: it is true that this case-series study enrolled limited number of cases, but fish-mouth closure may decrease the risk of popf and postop pseudocyst compared to stapler.